Manufacturer narrative:
(B)(4). Retainer ring = black, the insulin pump was received with a scratched case, a stained keypad overlay, a cracked case behind the pump near the battery tube compartment, a pillowing keypad overlay and a end cap address label missing. The test p-cap/reservoir does lock properly inside the reservoir tube. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. The pump was cut open to perform visual inspection and found severe moisture damage on the electronic assembly. Moisture damage was also found on the motor assembly noted. No moisture damage on the battery tube, vibrator and keypad assembly noted. The original pcb 2 was cleaned and installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. The original pcb 1 was cleaned and installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. In conclusion, the pump had a blank display due to severe moisture damage on the electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump had cracked on the battery compartment. Customer stated that they went into the ocean. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.